Manufacturer narrative:
Date sent to the FDA: 08/03/2021. Additional information: h6. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: upon visual inspection of the four pictures received for evaluation, it was observed suture pieces with damages, body fluids and the barbs were to be damaged at the tips, some are missing. The product code should be sxpp1a400. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? Product lot number? Please clarify what does it mean by ¿suture was loose¿? Was there any precipitating stress factor for the ¿open fascia¿ and suture breakage and ¿loose¿? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: on what tissue was the suture used during index surgery (c-section)? Fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal longitudinal or transverse abdominal incisions? Transverse. What instruments or needle holders were used in this procedure to handle the suture? Needle holder. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes according to IFU. Were two reverse stitches performed across the incision prior to closure? Yes according to IFU. Did the surgeon take at least one pass of the suture in a direction away from the incision and then changed directions to lock the fixation tab in place? Please specify. Yes according to IFU. Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? According to the surgeon, no. Was the re-suturing performed during the re-operation? If yes, what was used for re-suturing? Yes, regular sutures pds. What is the patient¿s current status? In recovery in obstetrics department. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Product lot number? Please clarify what does it mean by ¿suture was loose¿? Was there any precipitating stress factor for the ¿open fascia¿ and suture breakage and ¿loose¿? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? (B)(4).

Event description:
It was reported that the patient underwent a c-section with transverse incisions on (B)(6) 2021 and the barbed suture was used on fascia, normal condition tissue. On (B)(6) 2021 the patient returned for removing staples from the skin. While the physician removed the staples, it was noticed that the fascia was open. During repair surgery, it was observed that the barbed suture was torn. The fixation tab was connected to tissue with part of the suture. And the rest of the suture that torn was loose. The patient was re-operated successfully. Currently, the patient is in recovery in obstetrics department. Additional information has been requested.